Event description:
The customer reported being hospitalized due to unexplained high blood glucose of 400mg/dl. Troubleshooting was performed. The customer mentioned that the insulin pump alarmed no delivery. The time, date, and settings were correct. Reviewed the alarm history and found weak signal, no delivery, and battery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete the testing. Instructed the customer to change the entire infusion set and reservoir. The customer called back the next day to perform the high pressure test and passed. The customer stated that he has stretched marks, but he uses the thigh as insertion site. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.